Event description:
It was reported that the patient had twelve impedances on the leads. It was mentioned that the patient was not getting adequate pain relief due to the location of the impedances. The patient underwent a revision procedure wherein the leads were replaced. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Sc-2317-50 (sn: (B)(6). The returned device was analyzed and the reported event was confirmed. Fourteen cables were fractured at the bent/kinked location of the lead, 2 cm from the set screw mark of the clik-x anchor, and 1 cm from the retention sleeves. There were no exposed cables at the locations. Typical cable fractures in the arrays could be introduced when the lead was exposed to excessive mechanical force or movement. Sc-2317-50 (sn: (B)(6). The returned device was analyzed and the reported event was confirmed. Twelve cables were fractured at the bent/kinked location of the lead, 2 cm from the set screw mark of the clik-x anchor, and in the distal array. There were no exposed cables at the locations. Typical cable fractures in the arrays could be introduced when the lead was exposed to excessive mechanical force or movement.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5009801.

Event description:
It was reported that the patient had twelve impedances on the leads. It was mentioned that the patient was not getting adequate pain relief due to the location of the impedances. The patient underwent a revision procedure wherein the leads were replaced. No further information has been obtained despite good faith efforts.